Manufacturer narrative:
Updated to reflect the information received on 2017-dec-14. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative (rep) on 2017-dec-14. It was reported that the patient's device was sent to pathology per the hospital's protocol. There was no physician's request for the device to be return.

Manufacturer narrative:
Updated to reflect the information received on 2017-dec-08. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative (rep) on 2017-dec-07. It was reported that the patient's pump would be replaced on 2017 (B)(6). The rep noted that the patient's pump had been refilled on 2017 (B)(6). No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving 2000 mcg/ml of lioresal at 849.1 mcg/day which was transitioned down to minimum rate via an implantable pump for intractable spasticity and head/brain injury. On (B)(6) 2017, it was reported that multiple motor stalls and recoveries were noted with the last motor stall still active. "Stopped pump period may exceed tube set" alerts were also noted. According to the pump logs, number motor stalls, recoveries, and some tube sets occurred beginning on (B)(6) 2017 with the last motor stall on (B)(6) 2017 and tube set at (B)(6) 2017 with no recovery. The patient had a pump refill on (B)(6) 2017 during with a volume discrepancy with an expected volume of 3.7 cc but an actual volume of 20 cc. It was noted that the active alarm on the day of the refill had recovered at 0057 with the refill at 1216 before the pump stalled again on (B)(6) 2017. It was unknown if the patient had recently had an MRI; the patient and hcp had not yet been conferred about ruling out emi at the time of the report. No symptoms were reported. Additional information was received on 2017-oct-05 from the manufacturer's representative. It was reported that the patient's hcp put the pump in minimum rate and was managing the patient with oral medications until the pump is replaced. Per the pump logs received, the pump reached tube set on (B)(6) 2017 at 15:50 and the n recovered on (B)(6) 2017 at 00:57. A pump refill occurred on (B)(6) 2017 at 12:16. A motor stall occurred on (B)(6) 2017 at 03:26 and the pump reached tube set at 3:26 on (B)(6) 2017. No further complications were reported.